Event description:
Pharmacy dispensed cefazolin 2gm / sw 20ml compounded syringes 8hours on (B)(6) 2023. On (B)(6) 2023, patient called after administering two doses and stated that there was particulate matter in the syringe. She did not take any more of the doses and elected to report to the ed for continued treatment of infection and to be set up with alternative home infusion company. Upon retrieval of some of the original order from the patient on (B)(6) 2023. Particulate matter was noted in one of the syringes. Patient was medically ready for discharge to home on (B)(6) 2023 per hospital records.